Event description:
During a pulmonary vein isolation procedure, a non-abbott (boston scientific) versacross wire was inserted into the agilis sheath to perform a transseptal puncture. Following the puncture, a non-abbott (boston scientific) farawave catheter was introduced into the agilis sheath, at which point blood leakage was observed from the agilis sheath hemostatic valve. While the leakage ceased upon the removal of the non-abbott (boston scientific) farawave catheter, subsequent syringe aspiration of the agilis sheath drew out a large volume of air. The agilis sheath was promptly replaced, and the procedure was successfully completed with no adverse consequences to the patient.